Event description:
Customer reported experiencing a 20a alarm from their device on several occasions. There was no adverse impact to the customer's blood glucose level. No additional information was provided.